Manufacturer narrative:
No further info is available on the repair of the bed at this time.

Event description:
The account alleged the bed exit alarm cannot be set and the scale is not functioning. No pt impact.